Event description:
Additional information: the vet surgical nurse reported the event took place on (B)(6) 2014 while the surgeon was performing a canine tibia tuberosity advancement (tta), a knee procedure for a torn anterior cruciate ligament (acl). During surgery the sagittal saw blade would not move for the surgeon. A second synthes sagittal saw was not immediately available in the operating room so there was a 20 minute delay in surgery while he went to the obtain a spare competitor's part. He reported a competitor¿s mini driver was used to successfully complete the procedure. No report harm to patient or procedure noted. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer's complaint that the ((B)(4)) sagittal saw attachment is frozen was confirmed. The device was evaluated and the complaint was substantiated. The oscillating head and cylinder pin are damaged . This is most likely due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. No patient information will be provided. The device is an attachment/instrument and is not implanted/explanted. The investigation could not be completed;no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2014 that the veterinary surgical nurse advised the sagittal saw attachment (part 532.021, lot 10982) will not move the blade at all. No additional information was provided. This reported event is for one device instrument/attachment. This is report 1 of 1 for (B)(4).